Event description:
It was reported that during an unknown procedure, staplers blocked during firing. They had to do a laparotomy after the device blocked. Procedure finished without consequences. Condition of the patient was normal. Additional information has been requested, no response has been received to date.

Manufacturer narrative:
(B)(4). Instrument a: spring cartridge lockout tab. Instrument b: batch # f5wr7m; exp date: 09/09/2014; device MFR date: 10/09/2009. (Firing trigger teeth). The analysis showed that the ets45 device a was received in good visual condition and with a reload present. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete firing to avoid re-firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties noted. The analysis results found that the ets45 device b was received with the anvil open and with the clamping and firing mechanisms damaged; a reload was loaded in the device. The reload was received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the firing trigger posts were found broken.